Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during follow up the physician noted that the left iliac was thrombosed due to landing against a curve in the iliac artery that essentially capped off the bottom of the limb. The right limb also had stenosis. The physician stated that both sides were thrombosed. The physician treated the patient with another manufacturer's catheter to de-clot the limbs. In addition, the physician added a 16x13x 82 endurant limb to extend pass the bend on the left side. The intervention was completed successfully and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).